Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52mg/dl. The customer was treated for the low blood glucose with 20 carb and blood glucose was 56mg/dl, 79mg/dl. Customer¿s current blood glucose level was 66mgdl and 56mg/dl and sensor glucose was 92mg/dl. Troubleshoot was declined for high blood glucose. The product was not returned for analysis.